Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 145 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue.